Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The sidewall door switch was adjusted and the side was opened and closed 15 times with no issues. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that though the door is closed, the pendant is showing the door open message. The site also reported that the button is hard to push. Technical services suggested that the site could "hug" the imaging system to press on the "door open" sensors. The site would like a field service engineer to checkout the system. The site was unable to use the imaging system for the case and had to use another imaging system to complete the case. The issue resulted in less than one hour procedure delay. There was no known impact on patient outcome.